Manufacturer narrative:
The devices involved in the infection were not returned, but the part and lot numbers were provided to us. Review of all applicable documentation in relation to the sterilization of these implants indicated all sterilization parameters were within the validated limits. Further, review of all environmental monitoring and periodic product testing did not reveal any condition that would have indicated a threat to sterility. Exact root cause of the infection cannot be determined with the info provided. See scanned page.

Event description:
On (B)(6) 2012, we received a report that a pt had a revision procedure. The details of why a revision was necessary was not made available to us at the time of the original report. As such, no determination could be made as to if this condition was MDR reportable. On (B)(6) 2013, we were informed by the surgeon that the revision was the result of a late-onset infection. With this info, the MDR decision was amended and precipitated this report.